Event description:
Surgeon was navigating with marathon in left occipital artery. Lost pushability of synchro 10 guidewire. Pulled back synchro 10 and noticed part of wire broke off in left occipital artery. It was a tortuous artery. Tried multiple attempts on removing broken wire with mongoose snares and with a 7mm x 7mm hyperform. Wire was not removed and is currently still in the left occipital artery off the left external carotid.